Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was in her body when tried to remove. The patient¿s blood glucose level was 165 mg/dl at the time of the incident. Reportedly, told her to change it tried to restart it thinks she still has it in. Change sensor and low blood glucose value of 40 mg/dl were also reported. The insulin pump is not expected to be returned for analysis.